Event description:
The product used to access the interlink injection set was a bd lever lock cannula.

Manufacturer narrative:
(B)(4)

Event description:
It was reported to baxter corporate product surveillance, via a user facility report, that an interlink site of the interlink continu-flo set with large bore 4-way stopcock collapsed while in use on a laboring mother. It collapsed when accessed with an unknown needleless needle. It was reported that the patient had an IV infusing (possibly pitocin) and the interlink site collapsed immediately when accessed. This condition occurred on a laboring mother, but there was no patient injury or adverse event to either the mother or baby. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This is report 2 of 2 from this facility. This report is being submitted because the condition occurred during labor; therefore, this report is related to the baby.

Manufacturer narrative:
(B)(4). This is report 2 of 2 of this reported condition from this facility. A sample was not returned for this report; therefore the condition could not be confirmed and an assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4).the sample was received for evaluation; however the evaluation is not yet complete. Upon completion a follow up report will be submitted.

Event description:
The product used to access the interlink injection site was a tyco healthcare monoject smartip product.